Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that propofol "bolused" into a post-operative patient recovering from a CABG surgery resulting in a drop in the patient's systolic bp to the 60's. The patient's bp stabilized after the event. Although patient monitoring was increased, there was no report of medical intervention and no report of patient harm.

Manufacturer narrative:
The customer¿s report of a propofol over-infusion was not confirmed. Analysis of the pump module event logs shows that at 12:35pm an infusion was started at 12.36ml/hr with a vtbi of 40ml. At 12:36pm, the pump module alarmed for air-in-line and check IV set. At 12:37pm, the pump module was channeled off. Physical inspection of the pump module noted an overall fair condition. A crack was noted at the lower door hinge, and the latch was broken, however rate accuracy testing found the pump module to be delivering fluid within specification. The root cause was not identified.